Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer's mother reported via phone call, the customer was hospitalized twice in the past month. Customer's mother stated the customer is very active and the infusion set are always falling. Customer was hospitalized on (B)(6) 2015 with high blood glucose of 523 mg/dl and diabetic ketoacidosis. Customer's mother stated the customer was sleeping and was wrapped up in the cord. Customer's symptoms were cool, flush, vomiting, and couldn't stand on his own. Customer's mother was advised to have customer call in to perform proper troubleshooting on the insulin pump. The device is not returning for analysis.